Event description:
I decided to go with essure for sterilization and shortly after implantation, I began to experience depression, constant pain, anemia, brain fog, very heavy periods, irregular periods (2 weeks a month), and in 2012 several cysts were found. I was never asked about an allergy to any metal in the implant or tested for one before receiving the implant. Prior to implantation, I had removed had a single cyst. A largest cyst required immediate surgery and my right ovary was removed at that time. I continued to feel constant pain and have swelling on one size of my abdomen. In (B)(6) of 2015, the bleeding just never stopped, I was very anemic, and the pain increased. I had to have a hysterectomy in (B)(6) of 2015.